Event description:
Per the pt's report, the child fell and hit his head in 2006 and then was unable to hear. All externals were exchanged but the problem was not resolved. The results of integrity tests done two months later and sixteen days following, were consistent with receiver/stimulator malfunction. The audiologist reported on april 26, 2007, that the pt's device would be explanted and the tp would be reimplanted with a new device. The surgery was done in 2007.